Event description:
The patient's spouse called to report that at 9:30pm the suspect device was used to check pt's blood glucose. A result of 375mg/dl was obtained. They called their doctor due to the result and were instructed to increase their insulin dose. Pt took insulin and went to bed. At 6:00am, pt's spouse found pt ice cold and stiff. Spouse then called the paramedics. Emt's arrived and used their equipment to check pt's blood glucose. The emt's obtained a reading of 40mg/dl. They gave pt a glucogon shot and transported pt to the ER. The suspect device was replaced with new product and authorized for return to the MFR for eval.